Event description:
It was reported that the polaris medium handle broke during patient use. No patient injury or harm reported. No medical intervention required. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned 3 unopened rusch polaris fo su medium handles (44402) for evaluation. Upon receipt, all three packages were opened and the handles were visually inspected. No defects or anomalies were observed. Per instructions on label all leds were pressed and functioned as expected. A lab inventory fiber optic mil 2 rusch emerald blade was able to be mounted and clicked into place on all three handles. During this functional testing 2 of the 3 blades cracked around the location of the metal rod. Damage seen is similar to the failure mode captured under a previous supplier corrective action request (scar). It was confirmed by r & d that this damage was within the scope of the scar. The instructions provided on the label of this device state, "check functionality by pressing the led (can also be check wile handle is still in packaging). Mount blade and click into place. Lift blade and verify illumination." A review of the declaration of conformity (doc) found that the handle passed all the release criteria. The device was released in 05/2020 and is less than one year old. The complaint of a broken handle has been confirmed by a complaint investigation of the returned samples. All three returned devices were still unopened and in their packaging. During functional testing of the handles two of the three handles cracked around the location of the mounting rod. The root cause of this is likely supplier related. A scar has previously been initiated to further investigate this failure mode. The root cause has not yet been determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the polaris medium handle broke during patient use. No patient injury or harm reported. No medical intervention required. Patient condition reported as "fine".